Event description:
Pt had an invasive procedure - cardiac catheterization using a toshiba infinix angiographic system. The system is set to auto archive the images to a hospital based storage system, it did not. The system is set to maintain a limited number of images in its own directory prior to writing over the data, in this case the system wrote over these images before older images. The system is set in a way that new images cannot be required until the old images are archived. In this case the logs show no warning was posted. The pt later needed bypass surgery and had to undergo another invasive cardiac catheterization because the films could not be produced. Diagnosis or reason for use: unstable angina. "Is the product compounded: no, is the product over-the-counter: no."